Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify failed battery test alarm due to blank display. (B)(4).

Event description:
The customer reported that the insulin pump received failed battery test. The customer's blood glucose level was 90 mg/dl. The customer reported that the contacts are damaged and the battery compartment was corroded. The customer was advised to revert to back up plan. The device will be returned for analysis.